Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03473; 0001822565-2022-03474; 0001822565-2022-03475; 0001822565-2022-03476; 0001822565-2022-03477; 3007963827-2022-00325; 0001822565-2022-03479; 0001822565-2022-03481; 0001822565-2022-03484.

Event description:
It was reported a patient underwent an initial left knee arthroplasty with unknown product. The patient was revised approximately 1.5 years later due to implant loosening. At the 1 year follow up, the patient presented with left lateral knee pain that radiates to lower leg. Narcotics were prescribed. At the 2 year follow up appointment. A large left knee effusion was present. Left knee aspiration was completed in the office. No further complications reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified moderate pain with some effusion but no instability. X-ray found tibial radiolucency. A definitive root cause cannot be determined. Per package insert: pain, swelling are known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. At the 1 year follow up, the patient presented with left lateral knee pain that radiates to lower leg. Narcotics were prescribed. At the 2 year follow up appointment, a large left knee effusion, tibial radiolucency, and laxity was present. Left knee aspiration was completed in the office. No further complications reported.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided as only the articular surface was revised.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided as only the articular surface was revised.